Event description:
It was reported that the right ventricular (rv) lead was exhibiting high impedance, possibly due to fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.